Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
When the recipient came back from school he was not able to hear with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the recipient came back from school he was not able to hear with the device. Re-implantation was planned for (B)(6) 2024, however, no scheduled date was received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the recipient came back from school he was not able to hear with the device. Re-implantation is considered.